Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the cycling was not found but could be an intermittent issue. The input manifold assembly was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical ventilator was not cycling and does not work. There were no reported adverse events.